Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector was set to the primary vector. Office testing found that the alternate sensing vector is not good and secondary vector has peaked t waves. Technical services discussed some programming options. The clinic ran a manual setup and was able to get the smart pass feature back one. There were no additional adverse patient effects. The system remains implanted.